Event description:
It was reported that the patient experienced high impedances. All electrodes were greater than 10,000 and greater than 40,000. Actions required as a result of the event included using a different product. Diagnostic testing or trouble shooting included impedance testing and x-rays. Lead impedances were out of range (oor). The reporter tried cleaning both the lead and the multi-lead trialing cable (mltc). They also took out the lead and implanted 3 times thinking that would resolve the issue. They took the lead out of the epidural space. Nothing worked other than replacing the lead and mltc. It was noted that a lead break was a possibility. The patient was doing fine at the time of report. All impedances were quite normal. The patient was getting good stimulation coverage. The patient¿s status at the time of report was alive with no injury. The outcome was resolved without sequelae.

Manufacturer narrative:
Analysis of the lead found no anomaly. Analysis of the multi lead trialing cable (mltc) found no anomaly. The returned lead was attached to a known good screening cable. The distal end of the lead was placed into a 0.9% saline solution. Using an 8840 programmer to communicate to the ens that was connected to the screening cable, impedances were measured. All impedances were less than 1,000 ohms. The returned 3555-31 mltc was connected to an ens and the returned 1x8 lead. The electrodes of the lead were placed in 0.9% saline solution. Impedances were measured with an 8840 programmer. There was good impedances on every electrode pair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 355531, lot# n537980, implanted: (B)(6) 2015, product type: screening device. Product ID 977d260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. Product ID neu_stylet_acc, product type: accessory. (B)(4).